Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis showed a ligature mark and cuts into the insulation 21 cm distal to the is-1 connector pin. Furthermore, the fixation helix was bent. These damages most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the observed loss of capture. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to suspected loss of capture.